Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the following an unrelated surgical procedure where the ipg was placed into surgery mode, the ipg was unable to communicate with external devices. Troubleshooting was able to recover the ipg. Issue resolved.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.